Event description:
It was reported that the patient had an infection, which required staples at the neurostimulator location. The patient inquired about putting the programmer over the staples. Additional information from the patient's physician was requested. If additional information is reported, a follow up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial: (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer 37744, serial: (B)(4).